Manufacturer narrative:
Image analysis review: procedural images provided showed poor contrast flow through the distal rca. The rca was wired and a telescope device was delivered. The lesion was predilated. The stent was delivered to the lesion site and the guidewire used during the procedure appeared to have unraveled. The stent was deployed and the proximal section of the stent appeared to be deformed. The deployed stent was crushed against the wall of the rca. Final image showed that flow had been restored to the rca. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Relevant history: previous CABG emergency ppci procedure to treat stemi in the rca. It was stated that the resolute onyx stent would not advance unassisted and a telescope was used to advance the stent across the lesion. The telescope was retracted and there was an unusual appearance in the mid rca believed to be a wire artefact. Following stent deployment, it became clear that the proximal segment of the stent had deformed. Normal blood flow was restored in the artery but was unable to safely rewire through deformed portion of the stent and the stent was crushed against the lesion. It was also stated that damage to the telescope device was noted. Decision made to use long term antithrombotic strategy to mitigate additional thrombosis risk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute onyx coronary drug eluting stent and one telescope guide extension catheter (gec) to treat a lesion. The telescope was removed from packaging and prepped per IFU with no issues noted. The devices were inspected with no issues noted. Negative prep was performed on the resolute onyx with no issues noted. The lesion was pre-dilated. Excessive force was not used during the delivery of insertion of the telescope (gec). It was reported that the stent unravelled and had to be implanted into the patient. It was also stated that damage to the telescope device was noted. The patient was reported to be alive with injury.